Event description:
It was reported that two years after three stent device implant procedures in the superficial femoral vein, all three stents were allegedly found to be fractured. It was further reported that the patient developed stenosis. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent stent system products is identified in d2 and g5. H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned. Three images were provided by the customer for evaluation. The first image is a photo taken from an x-ray screen, while the two other images are angiograms that do not display the structure of the stent. Based on the x-ray the stents have been placed in an overlapping manner. Based on review of the provided images the reported stent fracture could not be confirmed. Therefore, the investigation is inconclusive . A definite root cause could not be determined. The reported stent placement in the femoral vein represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "'cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Regarding the deployment procedure the IFU states: "confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." Balloon pre and post dilation was found to be addressed: "predilation of the lesion should be performed using standard techniques." And "'post stent expansion with a pta catheter is recommended." The reported stent placement in the femoral vein represents an off label use of the device. Based on the IFU supplied with this product the lifestent® xl vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries. H10: g4 h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent stent system products is identified in d2 and g5. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a medical image was provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years after three stent device implant procedures in the superficial femoral vein, all three stents were allegedly found to be fractured. It was further reported that the patient developed stenosis. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s., but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent stent system products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however, a medical image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that two years after three stent device implant procedures in the superficial femoral vein, all three stents were allegedly found to be fractured. The procedure was completed using another device. There was no reported patient injury.